Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company rep that the patient was hospitalized for an overdose episode reporting symptoms of itching and trouble waking up, followed by "withdrawal-type" symptoms that the hcp attributes to the pump. The patient reports these symptoms to be like a "rollercoaster." The hcp also stated that the refill date changed by approximately three weeks without reprogramming the pump. The rotor dye study was being considered to troubleshoot. The hcp took the patient into surgery to check the catheter and no problems were noted during surgery. It is unknown if any revision of the system was performed during surgery. The hcp further states that he felt it was a "psychosocial" issue and there have been no issues reported since surgery. The drug in the pump was morphine at a concentration of 25 mg/ml and the original dose was 3.5 mg; sometime after discharge from the hospital the patient's dose was decreased to 3.0 mg. Progress notes from another hcp state that post-discharge from the hospital the patient says the pump "works better some days than others," overall pain is well controlled, there was an unknown "unsuccessful study" and if morphine is not effective the hcp may consider changing to prialt.